Manufacturer narrative:
The reported issue was inconclusive. A root cause could not be definitively identified. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 36c, water temperature (wt) was 27.2c, 4 pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 74 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 5, system hours were 4809.9 and pump hours were 4195.2. Walked through draining 16 ounces of water from right drain port in case of overfill. Called back after 45 minutes and water temperature (wt) was now 26.7c and not getting higher. Device alerted 113 reduced water temperature control again. Advised nurse to swap out to alternate device and send this one to biomed labeled 113. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. Corrections: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 36c, water temperature (wt) was 27.2c, 4 pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 74 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 5, system hours were 4809.9 and pump hours were 4195.2. Walked through draining 16 ounces of water from right drain port in case of overfill. Called back after 45 minutes and water temperature (wt) was now 26.7c and not getting higher. Device alerted 113 reduced water temperature control again. Advised nurse to swap out to alternate device and send this one to biomed labeled 113. Per follow up information received via task on 11apr2025, transferred to supplies manager who noted this device shows it was still on the unit.

Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 36c, water temperature (wt) was 27.2c, 4 pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 74 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 5, system hours were 4809.9 and pump hours were 4195.2. Walked through draining 16 ounces of water from right drain port in case of overfill. Called back after 45 minutes and water temperature (wt) was now 26.7c and not getting higher. Device alerted 113 reduced water temperature control again. Advised nurse to swap out to alternate device and send this one to biomed labeled 113.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 36c, water temperature (wt) was 27.2c, 4 pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 27.2c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 74 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 5, system hours were 4809.9 and pump hours were 4195.2. Walked through draining 16 ounces of water from right drain port in case of overfill. Called back after 45 minutes and water temperature (wt) was now 26.7c and not getting higher. Device alerted 113 reduced water temperature control again. Advised nurse to swap out to alternate device and send this one to biomed labeled 113.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.